Event description:
Medtronic received information regarding an adjustable valve. It was reported that the pressure changed many times, the latest on (B)(6) 2025. The patient experienced vomiting and headache. The surgeon sent the patient for x-rays to confirm setting before adjustment. The level was at 2.0, but the surgeon said the last time the valve was set to 2.5. A programmer was used to adjust the valve to 2.5 again. The root cause could not be identified. The neurosurgeon will try to off cerebrospinal fluid and follow up. If the patient has a normal life without the shunt, the neurosurgeon will not re-operate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues using the electronic programmer to adjust the valve. The site followed the instructions for use (IFU) for the programmer of the valve. The surgeon only used x-ray film to confirm the adjustment. The patient did not have a MRI; however, they did get a CT scan. The surgeon's team indicated that the family received verbal information regarding what was instructed in the IFU to keep all products with magnets in daily lives a minimum of 2" (5cm) away from the site where the valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the surgeon adjusted the valve by the electronic programmer, and x-ray confirmed. The plan was to close the system on (B)(6) 2026 by tied with suture in order to stop cerebrospinal fluid (csf) drainage and observe the patient symptoms before making the decision to replace the valve to a different one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the neurosurgeon removed the adjustable valve and implanted a magnetic resistant adjustable valve on (B)(6) 2026. The new valve was set to 2.5 for the patient. The surgeon's decision to revise the valve was because after stopping the valve function on (B)(6) 2026, the patient got many symptoms (vomiting, headache, nausea, feeling unwell). Post-operatively, the patient was better, and no symptoms as before revision.